Event description:
It was reported by the customer that the headpiece settings were changing on the screen without any user interaction. This was determined prior to a surgical procedure. The procedure was completed successfully using an alternative device. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the headpiece settings were changing on the screen without any user interaction. This was determined prior to a surgical procedure. The procedure was completed successfully using an alternative device. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results. The reported event that the device was changing modes unintentionally was not duplicated. The manufacturer technician found that the console had a chip in the touch screen. This was repaired and the device was returned to the customer.